Event description:
During implant procedure, the right atrial (ra) lead became dislodged. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.